Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The performed investigation has shown that the head of the screw shows no signs of damage. Even the collet is still in position. The primelock interface is half-way broken off and the stardrive is also damaged. The investigation based on the production and material documents has shown that the pedicle screw was produced according to the specifications in may 2012. The damages are very probably caused by not tightening the holding sleeve sufficiently in the primelock thread and/or by the primelock connection becoming loose when screwing in the screw due to increased friction between the outer and inner holding sleeve. This, in combination to high lateral forces on the screw, can lead to the damage observed. A review of the DHR for this lot has been requested.

Event description:
It was reported that when screwing in the screw, the screw disengages from the holding sleeve. In the process, the first thread of the primelock threads breaks off. At the same time, the head falls of the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.